Event description:
Clinical rationale: a 43-year-old female with an indication for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage c, underwent implantation of an impella cp via right axillary/subclavian surgical arterial access on (B)(6) 2023 at 12:48 pm. The patient was also maintained on ECMO on support. Limited information was reported; however, the patient experienced bleeding while on circulatory support, associated with the axillary insertion site during an ongoing cardiogenic shock (csg) status. The patient remained on support until (B)(6) 2023 at 12:00 pm, at which time the device was explanted and patient expired. Based on the limited information available, the patient¿s death appears temporally associated with the clinical course of cardiogenic shock and bleeding complications during support; no device related malfunction has been reported at this time. It was noted that the patient expired there is little information on the patient¿s clinical presentation so there is not enough information to conclude bleeding did not contribute to the patient¿s death, however, it is important to note that patients presenting in cardiogenic shock in scai shock stage c are critically ill patients with a high risk of mortality. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and hypoperfused.

Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).